Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.